Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient that 3 months post-op the patient has z-syndrome (the superior haptic is forward and inferior haptic is posterior). Reportedly patient complaints of gradual blurry vision. The surgeon is evaluating treatment options. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Additional information: model #/lot #, device manufacture date, additional MFR narrative. The product was not returned for evaluation, therefore, a product evaluation could not be conducted. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information provided, the exact cause of the reported event could not be conclusively determined.